Manufacturer narrative:
(B)(4). D10: item name#: g7 vit e high wall lnr 32mm f; item number#: 30123206; lot number#: 66930091. Item name#: unknown cup; item number#: unknown; lot number#: unknown. Item name#: unknown femoral stem; item number#: unknown; lot number#: unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision hip surgery following a dislocation. During the procedure, the surgeon encountered difficulty in dislocating the hip. Only the bearing and femoral head components were revised, while the acetabular cup and femoral stem were left in place. The surgeon also noted that the grey markings observed on the femoral component were attributable to the use of removal instruments. The revision was performed approximately 14 days after the initial implantation. Attempts have been made and no further information has been provided.